Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 515 mg/dl at the time of the incident. The blood tests confirmed the ketoacidosis and the customer was treated with intravenous insulin to bring the blood sugar down. That night went into atrial fibrillation which was triggered by acidosis. The customer was treated with amiodarone, pentetrazol, and xeralto for atrial fibrillation. The customer was discharged from the hospital. The insulin pump will not be returned for analysis.